Manufacturer narrative:
Unit received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the lcd screen was shattered. The customer¿s blood glucose level was 185 mg/dl. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.